Event description:
It was reported that the device had failed calibration. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device is operating within specification. As found software version 9.33.0.50, as left software version 9.33.0.50. Rear case replaced due to cracked bottom left screw insert. Front case and handle replaced due to cracks left and right iui replaced due to corroded pins. Split nut recall not affected based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 20 jun 2004. The review was performed from the date of manufacture to the date of product release for distribution. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device had failed calibration. No patient involvement.